Event description:
Second revision surgery - due to excess bone left in the patient; it was causing impingement/dislocation; no component failure present.

Manufacturer narrative:
The reason for this second revision surgery was impingement and dislocation. The implant was in-vivo 4 months prior to this revision to correct the shoulder. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records revealed no discrepancies or issues with the manufacturing history of this part. All parts were found to meet design and manufacturing specifications. No non-conforming material reports (ncmrs) were associated with this product. A review of the product complaint report history was reviewed and no trends or on-going issues were deemed to be present or in need of review. The complaint states the root cause for the impingement and dislocation was excess bone left in the shoulder. There are no indications of a product or process issue affecting implant safety or effectiveness.